Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
Customer reported that the insulin pump was alarming repeatedly. Customer reported that the insulin pump alarmed approximately every five minutes. Customer also reported that the night prior to the call, she received multiple low predicted alerts. Customer reported recently having a blood glucose level of 46 mg/dl. Blood glucose level at the time of the call was not provided. No further information was provided.